Event description:
A 8 mm diameter x 30 mm length bridge assurant iliac stent was implanted into a pt for the treatment of a right iliac artery stenosis. It is unk if the lesion was pre-dilated. The lesion was moderately calcified. There were no reported abnormalities reported during the device preparation phase. It was reported that during a kissing balloon procedure the balloon was inflated, the stent was deployed and the balloon burst 8atm. According to the physician, the lesion was moderately calcified and may have contributed to the balloon to burst. The status of the pt is reported to be fine and the procedure was successful.

Manufacturer narrative:
Evaluation: pt's condition affected effectiveness of device (moderately calcified lesion).